Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that the ilet pump touchscreen became unresponsive on the unlock screen, preventing interaction with the notification bell and insulin cart, and the user could not slide to unlock despite a restart and removal of the screen protector, consistent with a device problem of unresponsive keys/buttons localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user had backup insulin therapy and used the dexcom g6 app for glucose readings while storing the ilet away. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed a software problem associated with the unresponsive touchscreen consistent with prior reports of key/button nonresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.